Event description:
The following was reported to hamilton medical ag: summary: 231036,385002,341009,346054 error codes during suctioning maneuver.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: 231036,385002,341009,346054 error codes during suctioning manuever.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: 231036, 385002, 341009, 346054 error codes during suctioning maneuver.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that during ventilation, several technical faults (tf) 385002, 231036, 346054, 341009 were noted. Patient was moved to another device.nevertheless, the event did not cause or contribute to a death or serious injury to a patient. Provided logfiles confirmed the issue, the device has an older software version 2.0.5. The technician confirmed that the sw was updated to 2.0.7 and the ventilator is back in use. If these mentioned technical faults are triggered by the device, the ventilator will enter safety ventilation mode. In this state, ventilation is maintained.